Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen became unresponsive to touch, allowing the display to wake but preventing the slide-to-unlock action, and the user¿s caregiver reported no prior damage and unsuccessful restarts; the device problem involved unresponsive controls associated with the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with the touchscreen interface, consistent with an unresponsive key/button condition on the device¿s touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.